Manufacturer narrative:
Customer discarded.

Event description:
The user facility reported that water ran through the handpiece set, tubing and went inside the battery cover and then came out of the battery cover after a procedure. There was no delay, no medical intervention, and no adverse consequences.